Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; b7; g3; h2.

Manufacturer narrative:
(B)(4). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the chromium level was at a 1.8 when the normal level is <0.3 and the cobalt level was 6.5 when it is normally <1.0. A slight ring of necrotic bone was found at the prosthesis femur junction and the patient presented with pain. The joint fluid was normal but more abundant, which is consistent with effusion. There was marked blackening of the trunnion consistent with corrosion. The acetabular component was discolored, which is consistent with wear and oxidation. The pseudocapsule was sent to pathology and alval was present, with no acute inflammation seen. The initial shell and stem was well fixed and retained, the head and liner were replaced without complication. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # 00801803201/ femoral head sterile / lot # 60975936; part # 00620005622/ shell porous with cluster holes / lot # 61660755; part # 00771100900/ femoral stem 12/14 neck taper / lot # 61690517. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -00915, 0001822565 -2021 -00929.

Event description:
It was reported that patient underwent hip revision surgery 11 years post implantation due to pain, elevated metal ions, and effusion. During the revision corrosion was noted on the head and neck trunnion. Pathology reports revealed alval on the psuedocapsule specimen, the head and liner were replaced without complication. Attempts have been made and additional information is unavailable at this time.